Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had changed his infusion set twice yesterday. Customer's blood glucose level went down. However, he called this morning and his blood glucose level was going up. Customer's blood glucose level was 8 mmol/l. The pump passed the high pressure test and self test. Pump programming, history, and settings were reviewed. No delivery alarms were found. Customer noticed bubbles in the reservoir and the tubing. Customer was advised to leave the insulin at room temperature for 15 minutes prior to filling the reservoir to prevent the creation of air bubbles. Customer was recommended a shorter cannula. No additional information provided.